Event description:
It was reported that approx one year post implant of a vena cava filter, it was discovered that the filter had migrated into the left renal vein. A procedure was performed to remove the filter, but it was unsuccessful. The current status of the pt is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.